Event description:
The customer reported that alarms were sometimes not being registered. No patient harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that alarms were sometimes not being registered. We cannot rule out that this means that there was a failure to alarm so we will report in abundant caution. No pt harm was reported. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.